Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the philips field service engineer (fse) visited the site and confirmed that the system was unable to boot. System logs were retrieved and analyzed, indicating system software corruption. A technical investigation was conducted, which confirmed the reported issue. To resolve the issue, the fse reinstalled the system software to software version 2.2.10. Following these actions, the system was restored to normal operation and returned to good working condition. The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.